Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and complaint histories could not be conducted because the lot and part numbers were not provided. In the absence of devices returned for analysis a conclusive cause for the reported failures to achieve hemostasis could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the devices.

Manufacturer narrative:
Date of event estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Post market clinical follow-up evaluation report vessel closure devices. The patient effects referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report device malfunctions. It was reported through a post market clinical follow up evaluation report identifying the starclose se vessel closure device that may be related to the following: death, hematoma, stenosis, occlusion, pseudoaneurysm, intervention and failure to achieve hemostasis. Details are listed in the attached article, titled post market clinical follow-up evaluation report vessel closure devices.